Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station pocket was failed. A field service engineer confirmed with customer was able to perform recovery of the failed pocket. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 4.1 pocket d5 was failed. Customer stated that there was unable to dispense medication when narcotics loaded in the pocket and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.